Event description:
It was reported that (1) lcsk5 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the device would not operate properly. It locked out in the middle of the case and would not operate regardless of tightening and refitting blade. (Luke was being used). Opened another device to complete the case. There was no conseuqence to pt.